Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, hypotension occurred. A taxus liberte stent was implanted approximately one year ago and it was noted that the patient has been experiencing hypotension. The physician does not believe that the hypotension is related to the implanted taxis liberte stent. Additional information was requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.